Event description:
A critical pump alarm occurred and was confirmed by the pump telemetry. The critical alarm was due the pump reservoir volume reaching zero milliliters. The patient experienced increased spasticity and complained of having ¿tightness before.¿ drug delivered via the device was baclofen. Additional information indicated that the cause of the alarm was because the patient had missed a pump refill appointment. No other troubleshooting was performed, and a pump refill was performed on (B)(6) 2014. There was no bolus given or adjustments done at the refill appointment. The patient was going to return on (B)(6) 2014 for a pump adjustment because she was "tight." No explants were performed. Follow-up information received reported the patient was seen on (B)(6) 2014, and was doing very well. There were no issues.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).